Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and cartridge was observed to be leaking. Customer loaded a new cartridge to resolve the cartridge leak issue; however, the insulin gauge remained inaccurate. Customer¿s blood glucose level was 166 mg/dl. Customer continued to use pump for insulin therapy.